Event description:
Customer reported that during a laser hair removal procedure, the delivery fiber broke. The resulting flare was reported to have nearly caught the operator's clothes on fire. In addition the pt was reported to have received 2nd or 3rd degree burns on their legs.